Event description:
It was reported that a clamp on the groshong clearvue catheter was found in the stool of the young patient (coming out of the orifice, seen by the mother and the nurse). The assumption would be that she ripped it out and then swallowed it. Returned product is not a bd product. A clamp is not included within the alleged groshong catheter kit.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of dislodged groshong clamp was inconclusive as the returned product was a non-bd device. One clamp was returned for evaluation. The clamp contained ¿arrow¿ branding. The clamp is not a bd device. No apparent damage was visible. The event description indicates the component was likely ingested which suggest the component was likely handled and removed by the patient. A clamp is not included within the alleged groshong catheter kit. Since the device returned was not a bd component, the complaint was not confirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a clamp on the groshong clearvue catheter was found in the stool of the young patient (coming out of the orifice, seen by the mother and the nurse). The assumption would be that she ripped it out and then swallowed it.